Manufacturer narrative:
It was reported that the ventilator failed pressure transducer test during pre-use check. The ventilator was investigated on site by our field service engineer and a dozen failures was recorded in the event logs. Moreover, the end user reports that the test was failing intermittently. The issue could be resolved by replacing the expiratory pressure transducer and expiatory channel. No parts returned for investigation. Therefore, no root cause can be established.

Event description:
Manufacturer's ref. #: (B)(4).

Event description:
It was reported that the ventilator failed pressure transducer test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).